Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. The console was inspected for external damages. None were seen. Also the warranty seal was intact. The console was powered on and an e41 error appeared on the display screen, no smoke like smell or sparks were observed. Then chassis cover was removed and burnt marks were noticed on the wider edge connector and location j10 on the power board. In addition moisture residue was noticed on the right side of the chassis where the edge connectors are located and on the motor control board. A know good working edge connector and a power board were installed and the console was able to power on. The probable root cause is user misuse, liquid caused a short on the electrical components. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the crossfire console smells like smoke fire came out of it.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the crossfire console smells like smoke. Fire came out of it.